Event description:
During the tavr procedure via subclavian approach, the subclavian artery was damaged and a covered stent was placed. The patient had severely calcified iliac arteries, so transfemoral access was not an option for this patient. In addition, there was an aneurysm in the descending aorta. Therefore, it was decided that subclavian access was the best for this patient. A 16f sheath was needed due to the patient's anatomy, and the subsequent novalflex+ was used. The 16f esheath was cut shorter by the surgical team. The access point was pre-dilated and the sheath was inserted without issue. The delivery system was advanced through the sheath. Some resistance was met, as the nose cone was stuck on a piece of calcium in the mid subclavian. Sapien xt was not delivered and the delivery system was not able to fully advance. Multiple attempts were made, but the delivery system could not pass the piece of calcium. This was not considered a malfunction of the device. As the valve had already advanced out of the shortened sheath, the entire system (valve, delivery system and sheath) was removed. After the removal, a covered stent had to be placed in order to ¿hold the vessel together¿ according to the cardiologist. There was bleeding and 2 units of blood was needed. The stent was placed at the entry point of the sheath. This was not considered a dissection by the sheath or the delivery system according to the cardiologist, but related to the patient's friable/weak/ compromised artery. Pre-procedurally, the severity of the calcification was not seen in the subclavian, but rigidity was felt during the delivery system insertion.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the severity of the calcification in the subclavian vessel, along with the patient¿s friable, weak, and compromised vessel attributed to the injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.